Manufacturer narrative:
A medtronic representative replaced the pcba boards. The imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that while completing the max dose testing he was not getting the correct dose output and the large filament was failing. There was no patient present when this issue was identified.